Manufacturer narrative:
There was no further information was able to be obtained from this customer. However, product was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample found a discolored red dot on the connector. The returned handpiece was tested on a calibrated resistance test box and was found to have a closed electrical circuit. The sample was then connected to a calibrated system. System message (sm) was displayed when the handpiece attempted tuning. Disassembling the handpiece revealed, moisture ingress within the electrode chamber. The customer reported event of a phaco power issue was unable to be confirmed. As further testing could not be performed, due to sm displaying during prime/tune. Unrelated to the reported event, further testing found moisture ingress causing the high electrode to short to ground and cause the sm to display. How or when the nonconformity occurred remains inconclusive. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported there was no phacoemulsification (phaco) power with the phaco handpiece during sculpt mode of a procedure. The handpiece tuned as normal. The procedure was completed. Additional information has been received indicating the procedure was a cataract extraction procedure. The procedure was completed using an alternate phaco handpiece. There was no harm to the patient.